Event description:
It was reported that at a follow-up appointment, the physician noted evidence of supraventricular (svt) far-field over-sensing from this implantable cardioverter defibrillator (ICD). Boston scientific technical services was contacted and confirmed the presence of svt far-field over-sensing. Programming options were provided to resolve the event. At this time, the ICD remains implanted and in-service. No adverse patient effects were reported.